Event description:
The time of event is not during procedure. There was no report of patient harm. Insertion flexible tube (ift) steel braid piercing.

Manufacturer narrative:
D4 UDI: "not distributed in USA", because products are not distributed in USA products, but similar device product are listed in USA. The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the insertion flexible tube steel braid piercing. Based on the result, we concluded that it was caused due to the physical damage applied on the insertion flexible tube. In addition, our technician confirmed that the operation channel (primary) perforated, the remote control buttons perforated, the light guide cable buckled, the nozzle gluing missing, the objective lens scratched, the lg prong loose, the insertion flexible tube worn out, and the insertion flexible tube lump/wave; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. This defect occurred not during procedure. Based on the technical report ""hr-rpt-0628(ift)"" and/or the risk analysis results, it was evaluated to submit MDR.